Event description:
Bipap was applied to pt after extubation. Machine alarmed "prox line disconnect". The lines were properly placed at machine and mask. Line port was changed to second port at mask causing breakage of port. Machine black with no ventilation. Bipap removed from svc and change to new unit. There was no problem to pt. Machine under warranty and serviced by respironics the next day. The pc board was replaced and blower calibrated.